Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient returned with a possible staple line bleeding. The surgeon believes there may be anti coagulants used with the patient. To resolve the issue, a gastroscopy and hemostasis with an adjunct hemostatic agent was performed and patient had to stay additional 3 days in the hospital.